Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve leak issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small hemostatic valve was leaking. The procedure was delayed 5 minutes. Action taken was to replace with a new vizigo sheath. Unknown if the procedure was completed. There was no patient consequence reported. Additional information was received. The section where the issue was observed was the hemostatic valve. The issue was leakage. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside of the hub. The brim cap / hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. The approximate volume of blood that was lost was 5-10ml.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve leak issue occurred. The biosense webster, inc. Product analysis lab received the device for evaluation on 20-jun-2024 and per the evaluation completion on 16-jul-2024, a bubble with a hole in the adhesive from the side port was observed causing a leakage. Bwi became aware of the bubble with a hole in the adhesive from the side port on 16-jul-2024 and have assessed this returned condition as reportable. The awareness date for this reportable finding is 16-jul-2024. The device evaluation summary: the product was returned to biosense webster (bwi) for evaluation. Visual inspection, irrigation test and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed no damages or anomalies with the hemostatic valve. An irrigation test was performed and a leakage in the adhesive from the side port was observed. A microscopic examination was performed and a bubble with a hole in the adhesive from the side port was observed causing a leakage. A device history record was performed for the finished device batch number, and no internal actions were identified. The leak observed could be related to the hemostatic valve leak issue reported by the customer, the complaint was confirmed. The potential cause of the bubble in the side port could be related to the manufacturing process; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: flush all components before use; before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate; use best practices for inserting or retracting any device at the hemostatic valve. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to introduce optimization actions on devices with stopcock gluing issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to the initial report and follow up 1: g1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. D4. Primary UDI number has been added (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The product investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 08-aug-2024. The product was returned to biosense webster (bwi) for evaluation. Visual inspection, irrigation test and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed no damages or anomalies with the hemostatic valve. An irrigation test was performed and a leakage in the adhesive from the side port was observed. A microscopic examination was performed and a bubble with a hole in the adhesive from the side port was observed causing a leakage. A device history record was performed for the finished device batch number, and no internal actions were identified. The leak observed could be related to the hemostatic valve leak issue reported by the customer, the complaint was confirmed. The potential cause of the bubble in the side port could be related to the manufacturing process; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: flush all components before use; before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate; use best practices for inserting or retracting any device at the hemostatic valve. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to introduce optimization actions on devices with bubbles in adhesive between hub and sideport tube issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 20-may-2024. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00002454 and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).